Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was level was 48-49 mg/dl. The customer alleged the the pump's alarm sound was not annunciating. Customer did not address bg level. During systems check with tandem technical support, the pump was functioning as intended.